Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant side. Antibiotic treatment was attempted; however, the issue could not be resolved.the device was explanted (date not reported), and the patient was reimplanted with a new device on the contralateral side during the same surgery.